Event description:
It was reported that the patient was exercising and received an inappropriate shock due to a sinus tachycardia which the device identified as ventricular tachycardia. The device remains in use. Follow-up with the clinic determined that the patient's beta blocker was increased and patient was started on another medication. No further shocks have been received since. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.